Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a warm boot excessive errors (wb error) message, which led to beeping tones. A request was made to have data from this device analyzed and the data analysis confirmed that the device recorded errors. Following these errors, there was a reset consistent with the memory check finding and correcting an error. After this reset, there were no further errors. The device appears to be operating normally now. The patient called again regarding the same error and the device still beeping. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.